Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected. The patient¿s blood glucose level was unknown at the time of the incident. Customer stated insulin is squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer states they are unable to exit the preparing to prime loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, primetest, excessive no delivery test, displacement test or verify compromised force sensor alarm and prime/fill anomaly due to motor error alarm. However, insulin pump passed rewind test and displacement test.